Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5,e1,e2,e3,g2(user facility and health professional were inadvertently selected on the initial medwatch). Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the identified issue is most likely attributable to the use of excessive force; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the laparoscope exhibited a cracked eyepiece funnel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the eyepiece funnel was cracked. Should additional relevant information become available, a supplemental report will be submitted.